Event description:
During a multi-vessel bypass procedure, the aortic punch caused a tear in the aorta. The surgeon continued using the heartsting system but the first seal did not deploy out of the delivery tube. A second heartstring seal was used but it did not provide complete hemostasis. The surgeon applied a side biter clamp to repair the tear and complete the procedure. No additional patient complications were reported. This report is for the first heartstring seal that did not deploy out of the delivery tube.